Event description:
It was reported that during a pph procedure, the device cut, but only partially stapled. They sutured to close. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the pph03 device arrived in good visual condition with 9 staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.